Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to claim no vibration patient experienced on (B)(6) 2014. Patient care specialist requested dexcom technical support contact patient's mother for follow up. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.